Manufacturer narrative:
The reported unit was not returned for evaluation. The customer reported that an incorrect fitting was added to the water trap connection by an employee that no longer works with the facility. Once the device was assembled according to instructions for use (IFU), the device functioned as designed. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. A review of the service history found that the reported device was regularly returned for overhauls according to our recommended intervals. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the user manual indicates the performance verification procedure is intended to be performed in hospital by qualified technical personnel, and should be performed at least once per month or more frequently if desired. A warning states, "if the ventilator fails to meet any design specifications, it should be removed from use." And "factory service should be performed at 2 year minimum intervals".

Event description:
The customer reported, "ventilator makes loud leaking noise. Also, customer complains of insufficient tidal volume." No patient involved.